Event description:
Unomedical reference number (B)(6). Event occurred in canada it was reported that on (B)(6)2022, the patient's infusion set's tubing detached from the connector prior to the insertion. The patient's blood glucose level was 7.5 mmol/l at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.